Manufacturer narrative:
(B)(6). The evo-10-11-10-b device involved in this complaint was not available to be returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint was confirmed based on the customer testimony. As per comments from the cirl research & development engineer, as the device was not returned it is impossible to know what the cause of the deployment issue was, however in the absence of the customer describing any other potential issues during the case it is likely that the cause of not being able to deploy the stent was related to the bend in the introducer. Prior to distribution, all evo-10-11-10-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-10-11-10-b device of lot number c1076219 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use the user is advised of the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends. (B)(6). The evo-10-11-10-b device involved in this complaint was not available to be returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint was confirmed based on the customer testimony. As per comments from the cirl research & development engineer, as the device was not returned it is impossible to know what the cause of the deployment issue was, however in the absence of the customer describing any other potential issues during the case it is likely that the cause of not being able to deploy the stent was related to the bend in the introducer. Prior to distribution, all evo-10-11-10-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-10-11-10-b device of lot number c1076219 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use the user is advised of the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
After advancing the evolution biliary stent, they were unable to deploy the stent. The stent did not advance fully out of the delivery system. Additional information received indicated most of the stent was deployed but the very end of the stent remained within the sheath of the delivery system. It is unknown if the stent was retracted or not when removing from the patient. The user attempted to deploy the stent outside of the patient. They stated they still could not get the stent to advance fully out of the delivery system. According to the user facility the delivery system maybe have been bent. The user obtained another evolution biliary metal stent and placed it with no issues. Incident has been conservatively assessed as meeting the reporting criteria of an FDA MDR report based on the reporting malfunction precedence for this device family for 'deployment issue resulting in exposed stent removed from patient with the delivery system'.